Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with missing nub and damaged housing. Visual inspection revealed the nub on the dso was missing, this would cause the pump to alarm "no disposable". Based on the evidence, the complaint was confirmed. The root cause was attributed to the missing nub on downstream sensor.

Event description:
Information was received indicating that this cadd legacy plus gave "no disposable" alarm while cassette was attached to the device. No adverse effects reported.